Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of taxol for a duration of three hours. It was reported that two hours after the delivery was initiated, the patient's arm was wet. The customer contact reported the solution had leaked from a crack in the filter. The patient's arm was cleaned with soap and water. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.